Manufacturer narrative:
Device analysis report attached. This report is submitted on october 28, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site, resulting in an extrusion of the electrode lead through the tympanic membrane. The patient was treated with oral and IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted under general anesthesia on september 20, 2022.